Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was unable to be filled with insulin as the syringe needle bent after inserting it into the cartridge. Another needle was used to successfully fill the cartridge. Insulin delivery was resumed. There was no reported impact to blood glucose.